Manufacturer narrative:
Product analysis: the device was received with the balloon in a post-inflated state, a 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip, a 0.018¿ guidewire from the lab was loaded through the tip and exited through the luer. An indeflator was used to inflate the balloon but the device would not hold pressure, and a leak was found on the outer shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the catheter pce025120130 pacific plus ous 2.5l1 20ul1300, the proximal shaft of the balloon appeared to be leaking outside the patient during inflation. A 5fr non-medtronic sheath and a 0.018 non-medtronic guidewire were used. A non-medtronic inflation device was used for balloon inflation. The balloon was placed on the lesion in the anterior tibial artery, and during inflation, blood leaked from the proximal shaft at 3 atm pressure. The issue occurred on the first inflation. The device was prepped per the instructions for use with no issues identified, and no damage was noted to the packaging or during removal from the tray. The procedure was completed successfully with a replacement pacific plus balloon of the same size. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.